Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refy1175 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported, the catheter was blocked with the guidewire, while in the patient's vein. The event did not involve an urgent/life threatening medical situation. The wire did not break into multiple pieces, no fragments were left in the patient, wire was completely removed intact. Small skin incision was made to retrieve catheter and guidewire stuck in subcutaneous tissue. It was reported this occurred with two devices. This report addresses the second device.